Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a button is not working on the device. There is no reported patient invovlement.